Event description:
The technician alleged that the brake steer caster swivels while in brake mode. No patient impact.

Manufacturer narrative:
The technician replaced the brake caster support and brake steer caster to resolve the issue.